Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: one empty opened foil, a detached needle and one winding former with a suture of product code vcp358, le8628 were received for analysis. During the visual inspection of the detached needle, the swage and attachment area the swage and attachment area were noted to be as expected and remnant of suture was observed inside barrel hole. The winding former was visually examined, and the suture could not be dispensed since has begun with the process of degradation and this condition caused that the suture was broken. The time of exposure of sutures to the environment could not be determined. Also, the foil was examined and showed multiples wrinkles and holes in cavity on bottom foil packet due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause is suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Prior to use, it was reported that the suture was found broken when it was out of package to prepare for an unknown surgery. The suture there was powder-like product. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation, the foil package was examined and showed multiples wrinkles and holes in cavity on bottom foil packet due to excessive manipulation. No additional information could be provided.